Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: broken reservoir tube lip, partially broken retainer, cracked case and cracked case (battery tube). In conclusion, customer concern for cosmetic damage confirmed during visual inspection where broken reservoir tube lip was noted. Retainer ring damage confirmed due to partially broken retainer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage around the reservoir. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. No harm requiring medical intervention was reported. The device mmt-1880l was returned for analysis.